Event description:
It was reported that the patient presented for remote follow up via merlin.net with post paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was stable.